Manufacturer narrative:
The boston scientific technical services consultant recommended isometrics and pocket manipulation which were performed and no noise could be re-created. The physician was made aware of the clinical observations and will follow the patient is six months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a check left ventricular (lv) lead message had been generated for this system. The caller stated that there was an intrinsic amplitude measurement or a pacing impedance measurement that was potential out of range. However, the caller could not find any measurements and noted the device showed 100 % lv paced and the impedance has been trending from 300-600 ohms. The caller requested that a technical services consultant review the data and the consultant stated the clinical observation could be due to the device performing two measurements on the same day. No adverse patient effects were reported.